Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had experienced a sudden loss of therapy within the last week; they stated they were going into ¿a peeing and pooping mode.¿ troubleshooting with the patient¿s programmer (pp) showed that stimulation was off. It was reviewed that stimulation must be on to be effective. The patient was able to turn stimulation back on ,and noted that they felt stimulation in the correct location; they stated, ¿my balls are twitching.¿ the patient did not have a healthcare provider to follow up with, so they were provided with a listing of healthcare providers in their area. No further patient complications are anticipated or expected as a result of this event.